Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Additional observation not reported was broken conductor wire. One conductor wire was found to be broken at the yaw pulley exit. The wire was detached from its grip connection. Instrument failed electrical continuity test. Additional observation not reported was yaw pulley damage. The distal yaw pulley exhibited localized melting and char marks with missing material. The yaw pulley also exhibited a broken piece. The yaw pulley was also missing an uneven piece opposite to the conductor wire breakage, allowing the grip to move within the pulley. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and the additional findings of yaw pulley damage with missing material, found during failure analysis could cause or contribute to an adverse event if to reoccur.

Event description:
The pk dissecting forceps instrument was used during a da vinci surgical procedure, but no description of the issue was provided. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.